Manufacturer narrative:
Investigation summary: the complaint is unconfirmed as no photo / sample is received. DHR was performed for lot# 7321413. No abnormalities were observed. Review of the past 12 months qn was performed. No qn related to reported defect was raised. Investigation conclusion: the complaint is unconfirmed as no photo / sample is received. Root cause description: no sample and photo returned for investigation.

Event description:
It was reported that shield failure occurred during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, "retraction failure when removing the needle. The needle pricked the hcw and pierced the glove. Exposure to blood."